Event description:
It was reported to covidien in late 2008 that a customer had an issue with a hypodermic needle. The customer reported they stuck their index finger after being startled by screaming patient.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.